Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6) batch: a000038593.

Event description:
It was reported the patient had high impedances on one of their leads. Investigation was unable to determine which lead was at fault. Patient's ipg also had a recharge burden. As a result, patient's entire system was explanted and replaced on (B)(6) 2024. Therapy was restored post-op.